Manufacturer narrative:
Date of event: date of onset of blurry vision was not provided however a best estimate is (B)(6) 2017. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 20.5 diopter intraocular lens (iol) was explanted from the patient''s operative eye because the patient had blurry vision. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on: 04/13/2018, device returned to manufacturer? Yes. Device evaluation: the intraocular lens was returned at the manufacturer. The lens was observed cut in pieces; most probably related to the explant process. The haptics were observed detached from the optic zone. Due to the conditions of the returned lens, it could not be determined that a cause for the issue reported could be at the manufacturing process. The reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.